Event description:
I was using byte aligners to straighten my teeth. About a month into the process my next to the front upper tooth started to change colors. I contacted byte immediately and after a few days they got back with me. In the meanwhile, I went to my dentist. We took x-rays of the tooth and said he would watch it. When byte did contact me, they said to slow the process down and instead of changing out my aligners every week, to change them out every couple of weeks. After about month of my tooth getting darker, I made an appointment with an endodontist, and he confirmed that my tooth had died. I believe the death of my tooth was caused by the extreme and fast movement of my teeth without being looked at by a professional. My son has regular braces and much smaller gaps, and the process is going to take him over two years to correct. Where my teeth had much larger gaps, and the whole process was supposed to take less than three months to completely correct. I ended up having to have a root canal because the tooth was dead, internal bleaching, and will eventually need a crown. This not only cost a lot of money, but there was a lot of pain involved. I was extremely worried about my teeth during the process, thinking, I may lose the entire teeth because of root reabsorption, which my dentist said was a possibility. It caused me a lot of emotional stress I would have never started this process. If I would've known this was a possibility after looking online I have seen that there are many people that have went through the same ordeal. I was overwhelmed with the lack of support during the process. They basically told me I could finish the treatment or not, it was up to me. If I did not finish the treatment, I would not have any sort of warranty on my teeth. I chose to end the process because I was terrified I may lose another tooth, or that the tooth that had already died would absorb the roots and fall out. This should've never happened, but if it did, I should've had more support, more concern, and money given back. As it is, I am left with a dead tooth, a bite that does not align correctly, I am out the money for the aligners, and additionally the money for a root canal, bleaching, and eventually a crown down the road. Byte was a complete nightmare to deal with.